Manufacturer narrative:
Concomitant medical products: product ID: mc1vr01-delsys. Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: 14-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, placement difficulty occurred. The physician had a very difficult time advancing the leadless ipg into the right ventricle. The patient's anatomy required severe torquing of the leadless ipg delivery system. After multiple failed attempts to cross the tricuspid valve, the leadless ipg system was removed from the patient's anatomy, evaluated and it was noted that when the catheter was deflected, the curve was significantly out of plane with the delivery catheter. A new leadless ipg system was prepared, inserted, and successfully deployed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system outer shaft was kinked/buckled. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. Blood was observed on the inner shaft of the delivery system. Blood was observed on the recapture cone of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5.6 centimeters from the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.